Manufacturer narrative:
Product complaint # (B)(4). Examination of the device confirmed the handle has cracked. Root cause attributed to device worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I am reporting a t- handle c stem instruments ,from the tunbridge wells hospital. Crack noticed on t- handle by sterile services team.